Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc evaluated the subject device and confirmed that the sheath at the distal end was damaged and the insertion tube was fractured. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2019, olympus medical systems corp. (Omsc) was informed that during endobronchial ultrasound(ebus) using the subject device, a part of the probe was detached from the subject device and fell into the patient's body. The detached part was retrieved and ebus was completed using another probe. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.